Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
This complaint is from a literature source. It was reported that one (B)(6) y.o. Patient underwent breast reconstruction surgery with mentor cpx3 tall height contour tissue expander and a seroma, surgical site infection, flap necrosis, and experienced delayed healing of the left breast. These complications were most likely the result of the patient continuing to smoke throughout her postoperative recovery. The expanders were removed and the reconstruction was aborted. Title: ¿dermacell: a novel and biocompatible acellular dermalmatrix in tissue expander and implant-based breast reconstruction¿ mentor cpx3 tall height contour tissue expanders were used in this procedure; however, the lot and catalog numbers were unknown. The purpose of this study is to see if dermacell acellular dermal matrix decreases the complication rates in certain clinical settings.